Event description:
It was reported that patient had an endoscopy evaluation on the (B)(6) 2011, then a gastroesophageal study was performed on the (B)(6) 2011, pain was noted by the patient and band was removed on the (B)(6) 2011. The patient weight loss was consistent. This clinic is currently involved in legal (B)(4). It was reported that no further information is available at this time

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.